Event description:
The facility representative reported a device with a condition of "stop button does not work". This condition occurred before use. There was no pt injury or medical intervention necessary according to the facility representative. There was no other info available. This involved a remediated colleague 2006 infusion pump with uim master software (B) (4).

Manufacturer narrative:
The customer reported condition of "stop button does not work" was confirmed during product evaluation. The reported condition was caused by a faulty pumphead module keypad. The faulty pumphead module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA# (B) (4). (B) (4)